Event description:
It was reported that the prostyle snare knot pusher was jammed with a piece of suture when removed from the packaging. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A definitive cause for the reported issue could not be determined. Based on the image supplied there is no snare attached as it would be out of the packaging. It appears the posterior needle tip was pulled into the port; however, this cannot be confirmed as the device was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.